Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) rebooted on its own. Nihon kohden technical services checked the intel matrix program and both hard disk drives (hdd) were good. They also checked the event viewer and saw no clear errors. The event resolved on its own and the biomedical engineer was advised to keep eye on the unit and call back if it rebooted again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) rebooted on its own.